Event description:
It was reported that during an unk procedure, after the device was fired, it would not release from the tissue. The procedure was converted to open and the attached tissue was cut free. Another similar device was used to compete the procedure. No add'l adverse pt consequence were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.